Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. No components were replaced. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator was generating high pressure and multiple patient apnea alarms. The patient was transferred to another ventilator without harm.